Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the screen became shattered while customer fed their cattle. Customer is not able to interact with certain areas of the screen due to the cracked screen. Customer's blood glucose was 115 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.